Event description:
As reported, the patient underwent laparoscopic hernia repair on (B)(6) 2020 and was implanted with a soft mesh with postoperative haemostasis, pain relief, and symptomatic management. As reported, there was suppuration of the incision and the patient underwent puncture to extract fluid and the incision was treated with anti-infective therapy. Reportedly, the incision healed on (B)(6) 2021.

Manufacturer narrative:
As reported, the patient developed an infection post implant of the soft mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative infection. Review of manufacturing records was performed and found the device was manufactured to specification. To date, this is the only reported complaint for this lot of (B)(4) units. The instructions-for-use, supplied with the device lists infection as a possible complication in the adverse reactions section. Additionally, the warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.